Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Date of issue is an approximation. On (B)(6) 2021, he patient stated she was not feeling like herself and was incoherent. A bg was performed which was 600 mg/dl, but the cgm was displaying 80 mg/dl. She self-treated with an unspecified amount of insulin and stated she was doing well after the treatment. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. However, the data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.